Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. An evaluation of the system did not reveal any unusual events. The facility biomed engineer agreed to close the call as an un-repeatable anomaly. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9900 fluoroscopy system had an isolated instance where the system would not boot. Prior to service arriving, the facility engineer had the system boot and could not reproduce the malfunction.